Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was not receiving adequate therapy, due to lead lot number ab2315 (implanted at the l1 vertebral level) migrating out of place. As a result, the patient's leads were explanted and replaced to address the issue. Therapy was restored post-op.